Event description:
During this patient's angioplasty the doctor reported that he could not advance or retract the wire into the patient's circumflex artery. Doctor felt that there was a problem with the balloon and requested a new balloon and wire be opened onto the sterile field. The angioplasty balloon and wire were then removed. The balloon and wire were inspected and both tips were intact.====================== health professional's impression======================doctor could not advance or retract the wire into the patient's circ. Artery. Doctor felt that there was a problem with the balloon.